Event description:
In 2009, the sales representative reported that during a kit inspection it was identified that the screw was binding. Two months later, upon review of the complaint returned device, it was identified that the screw binding was caused by deformation of the secure ring due to insertion of a rod into the screw. Rod insertion is evidence of implantation. The reason for the screw removal, intervention, is unknown.

Manufacturer narrative:
On an unknown date the screw was implanted and then explanted. Device history record indicated no discrepancies. Visual examination of the screw found it binding. The physical evidence suggests the screw had been previously implanted. The secure ring in the screw became deformed when a rod was secured into the tulip head. Product labeling informs users that implants are not to be reused.